Event description:
Catheter of insemination device would not stay on syringe that was supplied with it. When it was inserted into the patient, the catheter fell off the syringe and into the vagina causing the specimen to leak out. The catheter had to be retrieved with forceps.

Manufacturer narrative:
Could not replace the reported problem in samples from the same lot.